Manufacturer narrative:
Upon receiving this complaint, related to the case/revision surgery. It was confirmed that the original case was conducted. Follow-up x-rays confirmed that a 2.5x24mm cocr non-locking screw backed out of the plate and a malunion of the bone occurred. A revision surgery was conducted to remove the screws and distal radius plate and replaced with a skeletal dynamics plate and screw construct. The surgeon who conducting the revision surgery mentioned that the original plate and screw construct seemed like it didn't fit the volar corner which is what may have lead to the volar translocation and malunion. The screw and plate were not returned so no real cause could be established. No original implant pieces were left in the patient and the revision surgery was completed successfully. There was no adverse effect to the patient.

Event description:
It was reported that the anthem screw backed out of the plate. Surgeon took the entire plate and screws out of the patient and replacing it with skeletal dynamics and a possible fusion.